Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for routine in-clinic follow up. Device interrogation revealed loss of capture exhibited by the right atrial lead. A chest x-ray was performed and showed that the lead had dislodged and fallen into the ventricle. The patient was scheduled for revision and the lead was explanted and replaced. The patient was stable before, during and after the procedure.